Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had been timing out when accessing medications, and the customer had requested an audio alert system to notify them before a timeout occurred. A technical support specialist (tss) dialed into the server and informed the customer that a product enhancement request could be submitted, and it was confirmed that the time out alert was not available on the station. As no further assistance was required, the tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es timed out when accessing medication and requested an audio alert before timeout. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.